Event description:
The customer reported to philips that their 3d9-3v c9-4v vaginal transducer broke while in use during a patient exam. There was no report of harm associated with this issue.

Manufacturer narrative:
Philips field service engineering replaced the c9-4v transducer. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
An r&d investigation was performed to identify the root cause of the reported issue. It was concluded that the failure of the specific transducer does not represent a systemic risk associated with the design, age or use of this model of transducer.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
H11: inadvertently omitted statement: as part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage.